Event description:
On (B) (6) 2008, the patient was treated for a thoracoabdominal aortic aneurysm and bilateral iliac artery aneurysms, and was implanted with three gore tag thoracic endoprostheses. Subsequently, the patient experienced multisystem organ failure. After having a colectomy followed by a laparotomy, the patient was placed on comfort measures only. On (B) (6) 2008, the patient died from multiple co-morbidities including hypotension.

Manufacturer narrative:
A review of the manufacturing paperwork has been conducted. The review of the manufacturing paperwork verified that this lot met all pre-release specifications. As stated in the gore tag thoracic endoprosthesis instructions for use, the gore tag thoracic endoprosthesis provides endovascular repair of aneurysms of the descending thoracic aorta. Complications associated with the use of the gore tag thoracic endoprosthesis may include, but are not limited to, bowel (e.g. Ileus, transient ischemia, infarction, necrosis), cardiac (e.g. Arrhythmia, myocardial infarction, congestive heart failure, hypotension or hypertension), and death.